Event description:
It was reported that the infusion pump set up to infuse ntg to a male adult pt. The pump was initially set at 3 to 6 ml/hr and titrated upward within a few minutes. The flow of solution appeared normal at first. When the rate reached 10 to 15 ml/hr a rapid flow of solution was observed in the drip chamber by two clinicians. The drip rate then returned to normal, however a moment later the rapid dripping was again observed. The infusion pump was removed from the pt and a different pump was used. No add'l pt intervention was required.